Event description:
It was reported that during a lap gastric bypass procedure, the trocar came off the anvil and fell into the stomach. They tried again and the same thing occurred with this same device. The surgeon could not find the hole from the first device and created a second hole. This led to additional time having to close the second hole after finding the first hole. An hour and 15 minutes were added to the procedure. A second device was opened and it worked fine. The pouch is small, but the pt is okay.

Manufacturer narrative:
Evaluation summary - the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Ancillary trocar was noticed to be in good condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.